Manufacturer narrative:
At this time the lead remains in service and will not be returned for analysis. Therefore, the clinical observations observed can not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) lead exhibited high thresholds measurements and a decrease in pacing impedances from 1100 ohms to 475 ohms. An rv lead dislodgment was suspected and the patient was hospitalized. It was noted that the lead was checked and a lead dislodgment was not confirmed. A revision procedure was performed and revealed that when the lead was disconnected from the device sutures were extremely tight and were not properly inserted into the suture sleeves, but directly in contact with the insulation on the lead. The physician inspected the lead and verified that no damage had occurred. The lead was repositioned, tested and revealed good measurements. The rv lead remains in service. No adverse patient effects were reported.